Event description:
It was reported that during an exploratory laparatomy, the device fired malformed staples. A new device was used to complete. There was no impact to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). (Device b): g5zf94 (batch #); exp date = 05/04/2015. (Device b): 6/4/2010. (Device c): g5062t (batch #); exp date = 07/05/2015. (Device c): 8/5/2010. Devices (a), (b) and (c) were returned in good visual condition and with fully fired cartridge reloads loaded on the devices. The devices were tested for functionality with test cartridge reloads and the devices achieved their complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the devices performed without any difficulties noted. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.